Event description:
It was reported that during a hemorrhoid procedure, the device would cut but stapled partially. The staples stayed opened. No important bleeding. No more detail. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): breakaway washer cut off center. The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. In addition, the device was received with only nine staples that were noted to be partially formed; also, the guide face detached from the casing. It appears possible that the device was pushed far enough off center to result in an off center cut of the breakaway washer, detachment of the guide face, and damaging the knife by pressing it hard enough against the anvil. No functional test could be performed due to the conditions of the device. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.